Event description:
It was reported by service report that the hydraulic jack was leaking fluid and won't pump up to full height. It is unk if there was pt involvement, however, no adverse consequences are reported.